Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the superficial femoral artery (sfa) extending to the popliteal artery. A 7 x 200 x 130 innova¿ stent was advanced to treat the lesion. After expanding the stent using the thumb wheel, the physician started pulling back the stent delivery system (sds) without realizing the stent has not fully deployed yet. The stent was deployed; however, it stretched from 200mm to 400mm. Another stent was then deployed to cover the innova¿ stent and the procedure was completed. No patient complications were reported.